Event description:
Information received indicates the valve was explanted due to stenosis and high gradients. Product inspection during retrieval noted the valve leaflets appeared calcified. The valve was replaced after approximately five years service life and the case was completed.